Event description:
Pt called to report adverse reactions to essure permanent birth control system. She stated since the device was implanted in 2010, she has had extreme changes in her period, late periods, very heavy bleeding, sometimes she will bleed for a month straight. She also stated she experiences sharp stabbing pain in her right abdomen that affects her breathing. She said she has severe mood swings, extreme pain, back pain, hip pain, weight gain of 80 pounds all in the abdominal area, depression, anxiety, hot flashes and has been put on anti-depressant and anxiety medications. She is very upset and says she does not want a hysterectomy for removal at such a young age. She is extremely unhappy with the device.